Event description:
The patient contacted our firm to report a quality issue then reported waking in 2009 with pain od. The patient immediately went to an eye care provider. The patient was diagnosed with a corneal ulcer and was started on antibiotics. The patient states the symptoms have resolved with no visual compromise. The patient has resumed contact lens wear, but is wearing for a shorter duration each day. The patient denies over wear or overnight wear. As of four days later, the pt reports continuing mild acuity change and headaches due to corneal scarring. The ophthalmologist has not responded to numerous attempts to obtain additional information. As no corroborating information is available and a corneal ulcer may or may not be a serious injury, this event is being reported as worst case. The patient discarded the product in question and did not have a lot of information. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow up. No conclusions can be drawn.